Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: one (1) ventricular assist device (vad) ((B)(6) and two (2) controllers ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the available autologs report associated with (B)(6) revealed five (5) vad disconnect alarms logged since (B)(6) 2025, indicating a physical disconnection of the driveline from the controller. Additionally, five (5) vad stopped alarms were logged since (B)(6) 2025 and seven (7) failed motor start attempts were logged on (B)(6) 2025 between 20:25:43 and 20:55:09, indicating that the pump failed to restart after multiple attempts. Further review of the available autologs report revealed five (5) controller power-up events were logged since (B)(6) 2025, indicating losses of power to the controller. Review of the available autologs report associated with (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 20:43:38 and 20:46:03, indicating a physical disconnection of the driveline from the controller, and two (2) vad stopped alarms logged since (B)(6) 2025, indicating that the pump failed to restart after multiple attempts. Additionally, two (2) controller power-up events were logged on (B)(6) 2025 at 20:44:45 and at 20:47:04, indicating losses of power to the controller. Prior to the second loss of power, a power adapter was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without power for fifty-nine (59) seconds and seventeen (17) seconds, respectively. Of note, raw log files associated with (B)(6) were not available for analysis. (B)(6) are loaded with the alternate software for the pump start algorithm. As a result, the reported events were confirmed. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) h3: yes controller 2.0 (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0, d4: model #: 1420 / catalog #: 1420 / expiration date: unknown / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: unknown, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: unknown / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: unknown, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient arrived to the emergency department with fever and acute nausea and vomiting for several days. There was a vad stop due to a double disconnect and the controllers had multiple losses of power. The emergency department was unable to restart the pump despite several controller exchanges, including the use of controllers with modified software following the double power disconnect. The patient subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controllers in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. An internal inspection of the devices did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis revealed two (2) controller power up events were logged on (B)(6) 2025 at 20:22:49 and at 20:25:16, indicating losses of power to the controller. The data point recorded prior to the losses of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. This was followed by multiple vad stopped alarms, indicating that the vad failed to restart after several attempts, as well as vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, logged between 20:28:15 and 20:52:25. Review of the event log file revealed additional controller power up events logged between 20:27:49 and 21:05:36, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up event was logged on (B)(6) 2025 at 20:43:31. Review of the event log file revealed that prior to the controller power up event, the controller last had power on (B)(6) 2025, indicating that the controller power up event occurred during a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 20:43:38, indicating that the controller was powered on without the driveline connected. The alarm cleared at 20:44:42, indicating that the driveline was connected to the controller. Further review of the alarm log file revealed one (1) vad stopped alarm was logged at 20:45:12 due to a failure of the vad to start after multiple attempts. This was followed by multiple vad stopped alarms, indicating that the vad failed to restart after multiple attempts, and vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, logged between 20:46:03 and 21:07:14. Additionally, log files revealed multiple controller power up events, logged between 20:48:17 and 21:06:46, likely due to troubleshooting. Of note, (B)(6) are loaded with the alternate software for the vad start algorithm. As a result, the reported events were confirmed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the powering up of the controller without a driveline connected. The most likely root cause of the vad stopped alarms can be attributed to a failure of the vad to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is investigating vad failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible root cause of the loss of power events can be attributed to the double disconnection of power sources as described in the event details and/or troubleshooting of the vad stopped alarms. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for u se, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: (B)(6) 2025. H3: yes d1: controller d4: (B)(6) d9: yes, return date: (B)(6) 2025. H3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.